Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported when the reservoir was removed from the insulin pump, there was insulin inside the reservoir compartment and he could smell it. Troubleshooting was performed. No further information was provided.